Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to urinary incontinence caused by a mechanical issue. During surgery, a fluid leak was noted caused by a rip in the balloon. The hole was near the top of the balloon, by the tubing. A new aus was implanted and there were no patient complications.